Event description:
The customer reported her blood glucose and insulin history is as follows. The pod was deactivated and she noticed the cannula was out of her skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.